Manufacturer narrative:
Additional narrative: the sample is available for evaluation, per the customer, however, the device has not yet been received by baxter. Should the sample or additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported to baxter (B)(4) that one infusor lv 10 overinfused during patient use. According to the reporter, the male patient (B)(6) and was being treated for mucoviscidosis by antibiotherapy for 15 days with vancomycin (ciprofloxacin) 2.5g. The infusor was filled in by the nurse with 230 ml of sodium chloride (nacl) through a deep central (PICC). The expected infusion was started at 8:00 pm on (B)(6) 2010 and was expected to infuse for 23 hours; however, the device completed infusion at 10:00 am on (B)(6) 2010 (total infusion time of 14 hours). According to the reporter, there was no clinical consequences reported. No additional information is available.